Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. At a routine device follow up, interrogation revealed a code 1007 had been recorded, indicating the capacitor charge time had exceeded the limit. Premature battery depletion was suspected, and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device is not able to be returned for analysis per united states policy for iran.